Event description:
It was reported that the right ventricular lead exhibited high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded at 18.0 cm to 18.5 cm from the connector pin. Abrasions are consistent with constant friction with another implantable device.